Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034-2018-01005. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation, but has not been received at this time. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liners could not be successfully impacted into the acetabular cup. The surgery was finished with another device. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage. The rim of the liner is gouged near the etched lot. Divots were observed in the inner radius of the liner across from the rim gouging. The barb is scraped such that a small thread of poly protrude from the liner. Additional scratching was observed on the outer radius. No dimensional analysis will be performed due to the attempts to implant the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01005 - 1.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.